Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced low blood glucose (bg) of 24mg/dl with confusion and was treated in the emergency room with glucose tablets/gel. The patient reportedly remained on the pump. During troubleshooting, it was noted that the basal delivery totals in the total daily dose (tdd) history did not match the active basal program; a cause for the discrepancy could not be determined. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with an alleged basal delivery discrepancy.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The total daily dose history appeared inconsistent due to the user switching between basal programs 1 and 2 on (B)(4) 2016. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 1unit per hour basal rate and the total daily dose recorded accurately. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.